Event description:
The rui (remote user interface/joystick) was not working. This is critical for the type of imaging the motorized c-arm was designed for. The system would be effectively unusable. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The movement controls were replaced. The system was then found to be operating as intended.